Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect with the incident lot was observed. Evaluation of the customer samples was performed and molding defect was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® one use holder had molding defects. This was discovered before use. The following information was provided by the initial reporter: the screw part of suh was brown and deformed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® one use holder had molding defects. This was discovered before use. The following information was provided by the initial reporter: the screw part of suh was brown and deformed.